Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. The customer troubleshot with technical support. The customer replaced the touchscreen and the ventilator was returned to use.

Event description:
It was reported that the ventilator touchscreen is intermittently not responding to touch. No patient involvement. The event date was not specified; estimate used.